Event description:
This lead was explanted due to infection. High thresholds were also noted. The hospital has retained this device. Should additional information become available, this event will be updated.